Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their device checked because they experienced syncope. It was observed that a lead exhibited intermittent oversensing and undersensing on stored electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's medications were adjusted as a result of the event.